Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin laceration cannot be ruled. The seizure and fall were unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 56-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. On (B)(6) 2025, the patient's spouse informed novocure that, the prior morning, on (B)(6) 2025, the patient experienced a seizure, fell and sustained two lacerations on his forehead. He was subsequently admitted to the hospital. On (B)(6) 2025, the patient's spouse informed novocure that the patient required sutures for the lacerations on his forehead. On (B)(6) 2025, the prescribing physician informed novocure that they were unaware of any details regarding the event, but stated they could not establish a relation between the event and optune gio therapy. On (B)(6) 2025, the patient's spouse informed novocure that the patient had been discharged to a temporary care facility on (B)(6) 2025. The patient's condition reportedly remained unchanged and he had not yet resumed optune gio therapy.